Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 14-may-2014. (B)(6). Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had good therapy but there were high impedances. The impedances were > 10,000 ohms with electrodes 8, 9, 10, 12, 13, 14, and 15. It was noted that the active electrode impedances were within normal range. The physician wanted to replace the ins before end of service (eos) and wanted to know if the high impedances would cause out of regulation (oor). The ins still had 2 years of battery life. No actions were taken and event did not resolve. No further complications were reported or anticipated.